Manufacturer narrative:
The patient fell while going down stairs and may have stretched out ligaments. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient fell while going down stairs and may have stretched out ligaments. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts for patient with a total knee implant. Reason for revision is unknown at this time. Review of the device history record indicates the device was manufactured to specification.

Event description:
Revision surgery is planned to exchange the poly inserts for patient with a total knee implant. Reason for revision is unknown at this time.